Manufacturer narrative:
(B)(4). The device will not be returned for evaluation therefore the reported issue cannot be confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Further review of the reported information revealed there were no fill and drain volumes reported to support an iipv event occurred. The device was not returned for evaluation; therefore the report of a product malfunction cannot be confirmed.

Event description:
Baxter legal department received legal documents on 02/03/12 regarding an event involving a male patient using a homechoice device which resulted in the patient reportedly experiencing an increased intra-abdominal peritoneal volume (iipv) and other events sustained in (B)(6) 2010. The patient reportedly suffered gastritis, peritonitis, edema, blindness and ulcers requiring surgery. The patient reportedly was hospitalized in (B)(6) 2010 due to the injuries sustained. It is unknown if labs or procedures were required. It is unknown what interventions were required. The patient outcome is unknown. The status of the homechoice device is unknown.